Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was observed to be infected. The event was resolved by explanting and replacing the device. The physician did not allege the infection was due to the device or the implant procedure. The patient was in stable condition.